Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the distributor clinical sales representative (csr) contacted intuitive surgical, inc. (Isi) technical support engineer (tse) from offsite and reported that the surgeon was encountering an issue where the universal side manipulator arms allegedly were moving opposite of the surgeon's control. The isi tse explained that the customer should remove the endoscope and adjust the base 180 degrees, then wipe out the guided tool change on the arm. The csr disconnected the call to follow up with the surgeon. There was no reported injury. Isi followed up with the csr and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. The issue occurred with the surgeon¿s head inside the surgeon console¿s high-resolution stereo viewer and while the surgeon was attempting to manipulate the instruments from the surgeon console. There was no shakiness or friction experienced or observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions, and the issue was persistent. The surgeon was attempting to take control of the instruments and was moving them for the first time into the surgical field when the issue occurred. The actions taken to resolve the issue were to uninstall the endoscope, to turn the base of the housing 180º, and reinstall the endoscope by first wiping out the guided tool change. There was no injury to the patient as a result of the event. The procedure may have been prolonged for a maximum of 15 minutes due to this issue. The customer completed the surgery robotically with the system's original configuration.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Investigation is ongoing. The endoscope is not returning for evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) contacted clinical sales representative (csr) and confirmed that issue was fixed by adjusting the endocscope base and erasing guided tool change. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.